Event description:
Healthcare professional (hcp) reported patient was injected in an unspecified site 2 years ago with 1 ml of juvéderm® volift¿ and experienced "recurrent inflammation, pain, nodules and fare ups" with ¿ongoing biofilm reaction for a period of about a year.¿ biopsy was not provided. Treatment included various antibiotics and steroids. Symptoms ongoing.

Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.